Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient previously received three inappropriate shocks due to sinus tachycardia and the device was reprogrammed. Subsequently, the ICD delivered inappropriate anti-tachycardia pacing (atp) and 6 therapy shocks due to a separate episode of sinus tachycardia. The arrhythmia was not converted and therapy was exhausted. Sales representative confirmed the patient was checked. However, at this time there is no information of actions taken to resolve the issue. The ICD remains in service. No additional adverse patient effects were reported.